Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received two inappropriate shocks as well as anti-tachycardia pacing (atp). Upon review, boston scientific technical services (ts) stated this was due to oversensing of the atrial activity in the ventricular channel. Also, pacing inhibition was noted that resulted in asystole greater than two seconds. A chest x ray was recommended to determine a lead issue as well as reprogramming options and a defibrillation threshold (dft) test. At this time, this system remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received two inappropriate shocks as well as anti-tachycardia pacing (atp). Upon review, boston scientific technical services (ts) stated this was due to oversensing of the atrial activity in the ventricular channel. Also, pacing inhibition was noted that resulted in asystole greater than two seconds. A chest x ray was recommended to determine a lead issue as well as reprogramming options and a defibrillation threshold (dft) test. Further information from the field representative confirmed reprogramming was performed. Also, a dft test was performed as well as a chest x ray. At this time, this system remains in service and there were no additional adverse patient effects reported.